Event description:
The customer was hospitalized for high bgs. It was indicated that the customer uses cold insulin and may have scar tissue. The customer was traveling and needed an injection of insulin as customer was bolusing and their bgs were still elevated. It was indicated that the emergency would not give customer an injection until bgs were so elevated that customer was sick and gave customer something for their stomach. The customer did not follow the high bg rule and did not have a back up plan. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a fixed prime test was completed and the insulin exited. Explained the two high bg rule. A few days later the customer called back to perform the high-pressure test and passed.